Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had poor communication on the patient programmer. The patient was recently implanted or had revision surgery and bandages or swelling were present. It was reviewed how bandages and/or swelling affected communication. It was suggested that the patient attempt to communicate once swelling or bandages had been removed and to discuss further with their healthcare provider (hcp). Additional information was received. It was reported that the device was not working. The patient talked to their doctor and removed bandages to try the patient programmer. They tried connecting the patient programmer to the ins with and without the antenna, tried repositioning, tried palpitating the skin to find the ins and placing the antenna there, and the results were still poor communication. It was noted this was a new patient programmer the patient got yesterday. The patient needed to get their programmer connected because they were peeing every night and every hour and sometimes didn¿t make it to the bathroom. Additional information was received. The patient received a replacement patient programmer and was still not able to connect to the ins. Troubleshooting steps were conducted and the patient was unable to sync with the ins with or without the antenna attached. The patient was redirected to their hcp regarding the communication failure and lack of symptom control. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't think the stimulation was working because they were still going to the bathroom all the time and couldn't hold it. They went through all four programs and it was still not working. Their hcp was trying to get a hold of a manufacturer representative (rep) for reprogramming, but hadn't heard back. This issue had occurred since they were implanted on (B)(6) 2017. On (B)(6) 2017, it was reported that, to resolve the peeing every night and sometimes not making it to the bathroom, they had the device implanted. To resolve the poor communication and inability to sync with the ins, the hcp put the device on different programs. They noted that the programmers never worked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on (B)(6) reported a loss of therapy. The patient stated she accidentally moved from program 4 to 2, and stated that program 2 hadn¿t been helping her symptoms and stated that started a couple of weeks prior to the call. The patient changed to program 4 and she was going to try the setting. Additional information from the patient on (B)(6) reported she fell about 2 weeks prior to the call. The patient noted her left leg, butt, and lower back did not feel very good. The patient was going to have CT scan to check on the problem with her leg, butt, and lower back. The patient noted the CT scan was not to check on a problem with the device. The patient stated her left leg, butt, and lower back not feeling very good was not related to the interstim device or therapy. The patient stated the interstim was still working and she could feel comfortable stimulation. The patient noted she was going to healthcare professional (hcp) on (B)(6) to look at her left leg, butt, and lower back. The caller stated he would probably order some imaging. The patient stated that she checked the ins with her patient programmer and stated the ins was working and she could feel stimulation. The patient then stated it never did work real well in their body. The patient stated she still leaked and had accidents. The patient stated she was taking medicine with the interstim device. The patient stated the interstim never did work 100 percent. The patient stated that had been since implant and had not been since the fall. The patient stated after her fall she pressed a bunch of buttons in a panic because she was not sure the device working. The patient stated the device was working and she felt comfortable stimulation. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were given new programs by a manufacturer representative (rep) but they were not working for their symptoms. The patient noted that they had been working through the programs and had just switched to program 4. The patient stated that their biggest problem was at night but it was still an issue during the day. The patient noted that they could not drink water before they go anywhere otherwise they would not make it there and back. The patient had a previous medical condition that caused them to have to drink 64 oz. Of water a day and was wondering if that could be affecting why the therapy was still not working. The patient was advised to follow up with the healthcare professional (hcp) to discuss water intake and programming. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.